Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the batteries of the cardiosave intra-aortic balloon pump (iabp) did not charge. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10 manufacturing received the exch pcb, power management board from the supplier. The supplier verified the failure of the batteries not charging and replaced defective components. The board then passed testing. Inspection of the board was completed per procedure with no visual damage observed, and upon inspection of the board the installation of the required rework was verified. A senior repair technician of the national repair center (nrc) installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. The board was packaged and labeled and sent to stock per procedure

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period sep 2019 through aug 2020 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the batteries of the cardiosave intra-aortic balloon pump (iabp) did not charge. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), g4, g7, h2, h10, h11. Corrected fields: b5, d5, e1(initial reporter), e2, e3, g3. The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and no visual damage was observed. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it failed testing. The national repair center verified the failure of the batteries not charging. The power management board is being sent to the supplier per procedure, and the installation of cn106810 and cn167210 is required. A supplemental report will be submitted when additional information is provided. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Manufacturer narrative:
The power management pcb was replaced, batteries are charging. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The suspected faulty board will be returned to our national repair center for failure investigation, and a supplemental report will be submitted upon completion of this investigation.

Event description:
It was reported that during preventive maintenance (pm) service batteries did not charge. There was no patient involvement and no adverse event was reported.